Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly and a cartridge change error occurred. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 141 mg/dl.